Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that reportedly cut lines. This condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "infusion pump that cut lines"; was not confirmed in service. Pump head was inspected and there isn't sharp edges in the pump head that can cut or brake a prime line. A test was performed with a close loop prime line and is no problem was found. There were no ancillary problems in the same grouped problem code as the customer reported problem. There was no objective evidence anywhere else in the complaint file to confirm the problem therefore quality engineering determined that the problem and its cause are not confirmed. No corrective the device history record review revealed that the data card was discarded per doc. 20j retention period. A service history review revealed no previous service events were related to the reported condition.